Event description:
It was reported that the user experienced an ¿occlusion 38¿ error while using the ilet, a dry run was performed successfully through 80 units, the user declined changing infusion supplies, and the caregiver reported the ilet housing was cracked. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included technical support guidance and functional check via dry run. Investigation of this case revealed the device dispensed insulin during the dry run without occlusion, and physical damage to the device enclosure was reported. It was concluded that the event involved a reported occlusion alert not replicated during troubleshooting and a damaged device housing, and the device was replaced.